Manufacturer narrative:
(B)(4).

Event description:
Dexcom technical support contacted patient on (B)(6) 2015 to assist on patient's report about an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient did not report injury or medical intervention.